Event description:
It was reported to adac that the customer was printing out a plan in v4.2f using the click in window and print option. Customer indicated that the scaling usually read fill page, but on customer's printout it read scaling of 1.00 and this is not a 1 to 1 scale. The concern is that there is a potential for incorrect treatment. No injuries were reported as a result of this issue.